Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion consistent with friction to anther device or patient anatomy. Shorting and other damage noted was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.